Manufacturer narrative:
This is 1 of 2 reports. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the team started to deploy valve without pulling pusher back. The valve was partially expanded. We pulled the valve back into the descending aorta between thoracic and abdominal cavity to deploy fully and safely there. Afterwards, the original delivery system was removed from esheath. The team kept the same esheath in the patient. A new valve and delivery were prepped. Upon getting the second valve and delivery into the patient to align they realized it looked as though there may be a tear in the esheath, because it did not all appear to line up under fluoro. We continued on and safely deployed the second valve in the patient, in the correct aortic placement. There were no issues with pulling the delivery system or the esheath out. There was no harm done to the patient, however the esheath had been split. The fcs will provide photos and video for documentation. Upon follow up, the fcs called and advised that the liner was split. The dilator was outside of the esheath. The delivery system, with the valve, exited the sheath through the liner, the fcs believes. When they were aligning the valve onto the balloon, they noticed that it looked off under fluro. When the procedure was completed, they confirmed that the esheath had split. It was on the second delivery and valve that this was noticed. The fcs sent photos and video for review. The perceived root cause of the event is unknown. There was no damage to any other devices and all devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for liner punctured was confirmed empirically based on provided imagery. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event, as confirmed via 3mensio. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.